Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, it was noted to have significant haze and glistenings causing poor quality of vision for the patient. Additional information was requested.

Manufacturer narrative:
Only a photo was available for a review. The medical review of the photo indicated that one photo of od with broad beam slit lamp illumination showing amorphous string-like haze more noticeable nasally. Due to type of illumination, unable to determine location or origin of haze or to appropriate identify any other potential iol changes. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. (B)(4).